Event description:
Three in.pact admiral paclitaxel-eluting pta balloon catheters were used during the index procedure to treat the left sfa. A plaque shift approximately 1-2 cm distal to the target lesion occurred after the dcb treatment with the third balloon. An additional unscheduled in.pact admiral paclitaxel-eluting balloon catheter was used for treatment. Investigator assessed the event was probably related to the study procedure and not related to the device or paclitaxel. Patient recovered.

Manufacturer narrative:
Evaluation codes, results: inherent risk of procedure ¿ (occlusion) evaluation codes, conclusions: inherent risk of procedure ¿ (occlusion) (B)(4).